Event description:
A caller reported an error with their continuous glucose monitor (cgm), specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by guiding the caller through a pump reset. Following the reset, the issue was resolved as the pump no longer displayed the cgm error and the caller successfully started their sensor session.